Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083479) that a (B)(6) caucasian female patient who underwent breast augmentation revision procedure in 2010 with two unspecified mentor saline breast prostheses, reported experiencing the following: "have had multiple issues caused from having 2 sets of breast implants in 8 years stemming from chronic pain, and the list goes on and on and on. Neuro issues, blackouts, kidney issues, almost died, spent week in hosp from hypovolemic shock and septic shock. Pneumonia, mono, liver issues, raynaud's syndrome, neck pain, shoulder pain, back pain, hand pain, so painful, it's hard to chart as a nurse. Headaches, memory issues, insomnia, extreme fatigue, major depression, bipolar disorder, suicidal, list goes on and on due to these wonderful breast implants that have ruined my life and quality time with my family. These toxic "profanity" bags need to be taken off the market permanently". The patient also reported, "lots of yeast, bacterial, septic, and other infections, and deflation". The patient underwent bilateral removal on (B)(6) 2017. Although the patient had the 1st set of mentor implants implanted in 2008, it was indicated in mw5083479 that the event date was in (B)(6) 2002. The case was not confirmed by a healthcare professional. No further information is available at this time and should more information become available, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis.